Event description:
Same case as: 2134265-2009-06379. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The patient presented with chest pain having a non-st elevation myocardial infarction. The 90% stenosed lesion was located in a non-tortuous and non calcified ostium of a vein graft. A 0.014 inch filterwire was advanced and deployed successfully. A 4.0x16mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 14 atms. A 4.0x12mm quantum maverick balloon was advanced to the lesion but could not cross. A 4.0x12mm non bsc balloon was advanced to the lesion and inflated to 16 atms to post-dilate. Less than 5% residual stenosis was noted at this time. The filterwire was then removed and while attempting to cross the stent, resistance was felt at the mid portion of the stent. The filterwire became caught on the distal end of the recently deployed stent and multiple attempts were made to free the filterwire. When the filterwire was removed, it was noted that the distal end of the stent had "curled up and compressed proximally". No st changes or reduction in flow was noted. The compressed stent was then dilated with 1.5x12mm, 2.5x12mm and 3.5x12mm apex balloons. A second 4.0x12mm taxus liberte' drug eluting stent was deployed within the first taxus liberte' stent. A second lesion in the ostium of the saphenous vein graft to the obtuse marginal was treated by stenting with a 3.5x12mm taxus liberte' drug eluting stent. No further patient injuries or complications occurred. Patient status is satisfactory. The patient was prescribed plavix and aspirin for at least one year post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.